Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was blood leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: "when drawing blood, the rubber tip at the distal end of the rubber tip at the distal end of the needle leaked. The patient's blood filled the vacutainer and spilled onto the tubes."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set. Medical device type: fpa. Investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. Therefore, 10 retention samples from the bd inventory of the lot number provided were, taken at random, and the issue of leakage was not observed. As all the np sleeves, remained intact throughout. Bd was unable to duplicate or confirm the customer¿s indicated failure mode because the defect was not evident in the testing of the retained samples. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.